Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that insulin continued to deliver without stopping after infusion set change. Customer reported that issue continued to happen after several insulin pump replacements. Customer inquired if issue was due to the high altitude of the location where he was.